Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery and uterine fibroids. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), urinary tract infection ("uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), 10 years 2 months after insertion of essure. On (B)(6) 2017, the patient experienced depression ("depression"). On an unknown date, the patient underwent cholecystectomy ("having to get my gallbladder removed"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cholecystectomy, tooth disorder, urinary tract infection, depression, dyspareunia, fatigue, alopecia and weight increased outcome was unknown. The reporter considered alopecia, cholecystectomy, depression, dyspareunia, fatigue, pelvic pain, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: she was told she may need a partial hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: fallopian tube occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cholecystectomy ('having to get my gallbladder removed') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery and uterine fibroids. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), urinary tract infection ("uti"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), 10 years 2 months after insertion of essure. On (B)(6) 2017, the patient experienced depression ("depression"). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cholecystectomy, tooth disorder, urinary tract infection, depression, dyspareunia, fatigue, alopecia and weight increased outcome was unknown. The reporter considered alopecia, cholecystectomy, depression, dyspareunia, fatigue, pelvic pain, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: she was told she may need a partial hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs and mr received : events- "dental problems, uti, depression, dyspareunia (painful sexual intercourse), fatigue, hair loss, weight gain", reporter, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery and uterine fibroids. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("dental problems"), urinary tract infection ("uti"), depression ("depression") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"), 10 years 2 months after insertion of essure. On an unknown date, the patient underwent cholecystectomy ("having to get my gallbladder removed"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth disorder, urinary tract infection, depression, dyspareunia, alopecia and weight increased had not resolved and the cholecystectomy and fatigue outcome was unknown. The reporter considered alopecia, cholecystectomy, depression, dyspareunia, fatigue, pelvic pain, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: she was told she may need a partial hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: fallopian tube occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-nov-2020: pfs received. Reporters information added. Event outcome were updated to not recovered for: weight gain, depression, utis, dental problems, dyspareunia, pain, hair loss. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and cholecystectomy ('having to get my gallbladder removed') in a (B)(6) female patient who had essure inserted. The patient's medical history included delivery. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and cholecystectomy outcome was unknown. The reporter considered cholecystectomy and pelvic pain to be related to essure. The reporter commented: she was told she may need a partial hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tube occlusion. Amendment: the report was amended for the following reason: upon receiving a internal confirmation, it was confirmed that cases (B)(4) are duplicates of each other. All the information from this case was transferred to retention case (B)(4). Case was upgraded to serious incident. Essure removal date was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.